Event description:
It is reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2015, with no reported revision. There is no device information provided. There is no other information available.

Manufacturer narrative:
H10: pending investigation. No other information was provided.

Manufacturer narrative:
Corrected health effect - clinical code, health effect impact code, component code, type of investigation, investigation findings, and investigation conclusions. The reason for the prosthesis wear reported in (B)(4) cannot be confirmed from the information provided but may be related to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.